Manufacturer narrative:
The initial report was received on (B)(4) 2010 and found to be a non-reportable malfunction based on the information available on (B)(4) 2010. On (B)(4) 2011, new information was available through a retrospective review of reports from the site and the decision was changed to a reportable malfunction. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. A software investigation found that the customer required training on how to setup the system optimally. There was no problem found with the software.

Event description:
A medtronic representative reported that during a case, a surgeon alleged that they were accurate on the skin and on the bone by the sphenoid sinus, but as they accessed the maxillary sinus, they were slightly off. The representative reported the surgeon had traced all the way to the ears and that he had not seen the head frame move at all. No impact on patient outcome reported.